Event description:
It was reported that the device has a broken or damaged syringe sizer. The barrel clamp sticks inside. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced internal frame, front cover, rear case, barrel clamp, left right iui, and latch module. A review of the device history record showed the device had a manufacture date of 01/may/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the internal frame a review of the complaint history record in trackwise and sap was performed for (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. ¿the failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient.¿

Manufacturer narrative:
A review of the complaint history record was performed for (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 01may2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device has a broken or damaged syringe sizer. The barrel clamp sticks inside. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information: d8, d9, e4, h3, h6 the affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The affected device has been received and an evaluation is pending.

Event description:
It was reported that the device has a broken or damaged syringe sizer. The barrel clamp sticks inside. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device has a broken or damaged syringe sizer. The barrel clamp sticks inside. No additional information was provided. There was no patient involvement.